Event description:
Per the clinic, the electrode array was inserted outside of the cochlea due to the patient's abnormal anatomy. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2024, to reinsert the electrode array into the cochlea.